Event description:
It was reported that the during the implant procedure, the physician needed to reposition the lead. During the second attempt at fixation, the helix would not extend. The lead was removed and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.